Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of a damaged plastic transfer set and peritonitis in a female patient. The peritoneal dialysis registered nurse (pdrn) reported that on an unknown date, the home patient (hp) began treatment with dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On(B)(6) 2012, the hp experienced peritonitis and was hospitalized that same day. It was then found that the transfer set was broken (description of the damage was not reported). Treatment was not reported. On (B)(6) 2012, the hp was discharged from the hospital. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The sample is not available. Should additional information become available, a follow-up report will be submitted.